Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. The customers blood glucose (bg) was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level and reverted to an alternate method of insulin therapy.